Event description:
Ous MDR - after an implantation period of approx. 90 months it was reported, that during the ICD replacement, ventricular fibrillation was not detected by the lead and an external shock was needed. Up to the intervention, all parameters were reported to be in range. The lead was capped and replaced.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.